Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and leak tested. Results: the leak testing of the subject mr290 chambers were found to be out of specification. Leak were confirmed for both chambers at dome-hinge bracket connection and on one of the chamber at base flange. The rolled base thickness were also found to be out of specification. Conclusion: the reported event was most likely due to the insufficient seal and glue delamination. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that two mr290v vented autofeed humidification chambers were found to be leaking prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are currently en-route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two mr290v vented autofeed humidification chambers were found to be leaking prior to patient use. There was no patient involvement.